Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin rash under the sensor patch adhesive on (B)(6) 2016. The sensor was inserted at the arm on (B)(6) 2016. Patient treats the affected area with triamcinolone steroid cream, prescribed by the patient's physician for treatment of skin reaction. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. There was no alleged device malfunction. A photograph was provided confirming the reported complaint of skin rash. The root cause cannot be determined.